Event description:
Customer reported fluid in the reservoir compartment because the bottom of the reservoir was missing. The customer's blood glucose was 78 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
.